Event description:
Olympia clinical study. Same case as 6000089-2006-00718. 1 day after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st), myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.26mm, 95% stenosed, 11mm long bifurcated lesion located in the left main coronary artery (lmca) extending to the proximal left anterior descending (prox lad). The physician treated the lesion with liberte' (3.00x16mm) drug eluting stents. There were no complications from the procedure reported. 1 day after the procedure the patient experienced a st in the prox lad and a q wave mi. The patient required a tvr of the prox lad. The physician performed balloon angioplasty to the prox lad. In the opinion of the physician the relationship of the st, mi & tvr to the taxus liberte' stent is not related. The patient was discharged 19 days later on plavix and aspirin.